Event description:
Information received indicates when the brakes were engaged the casters would swivel.

Manufacturer narrative:
The technician found that the casters were worn. The technician replaced the casters and the brakes functioned properly.